Event description:
Sales consultant reported a revision surgery due to a broken 6mm titanium hard rod. The patient was originally treated for scoliosis in 2012 and was implanted with construct. The left rod was discovered broken via x-rays, when the patient went into the doctors office for an unknown reason on an unknown date. The rod was broken above the end connector on the left rod. The surgeon explanted both rods, nine locking caps, an end connector and a trans-connector on (B)(6) 2013. The patient was re-implanted with cobalt chrome rods, two trans-connectors and an end connector. No screws were removed or inserted. No delay in surgery and surgery was successfully completed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Device implanted in 2012. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6).